Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the patient did not have many target veins to choose from for lv (left ventricular) lead placement. In the first target vessel, the patient experienced diaphragmatic stimulation, and there was intermittent capture at high output. The decision was made to abandon that vessel and go for a different target vessel which required a smaller lead diameter. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.